Event description:
It was reported that the syringe holder, does not hold syringe. No patient injury was reported.

Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seal on the bottom case was removed. Plunger case tamper seal intact. The investigation found cracked on both front corners of top case. The pump event history showed a check syringe plunger sensor error in the error history log (ehl). The evaluation was performed, and the reported issue was not duplicated, during syringe test. Unable to open the flippers by pressing the plunge lever to load syringe. Dowl pin came loose from plunger head mount. The root cause of the reported issue was unable to be determined. The technician replaced the dowl pin and plunger head mount. Performed preventive maintenance (pm) and all functional testing which passed.